Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that post implant of this right ventricular lead, r-wave measurements had decreased significantly from the implant measurement. In addition, unstable impedance measurements were observed however no out of range measurements were obtained. In addition, intermittent loss of capture despite thresholds of 1v was observed. No asystole was reported as the patient with this lead has an underlying intrinsic rhythm. A decision was made to perform a lead revision. Subsequently, a revision procedure was performed. No capture at maximum output was noted prior to the procedure. Fluoroscopy revealed the lead position appeared unchanged from the previous day, however it was thought the lead had dislodged. Attempts to reposition the lead were performed. The lead was advanced further into the ventricle apex and the lead tip was pointing down. Improved sensing and threshold measurements were obtained, however during the suturing process, intermittent loss of capture was observed. A decision was made to replace this lead with an active fixation lead. This lead was removed, replaced and returned for analysis.